Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR was reviewed for the subject device. No anomalies were noted and it was verified the device was manufactured in accordance with documented specifications and procedures. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined that, due to the age of the device, a possible cause of the reported problem was failure of the patient board due to deterioration of parts on the patient board. The patient board controls the videoscope, reads the endoscopic images and performs the pre-processing, and therefore a malfunction in the patient board causes failure to display the endoscopic images.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. No image was produced when the device was tested with olympus series 180 scope due to a faulty printed circuit board.

Event description:
A user facility reported to olympus that they were unable to obtain and image when using the device. The reported problem was found on preparation for use for a procedure. The intended procedure is unknown. The procedure was completed using another device of unknown model and serial number. There was no patient injury or harm associated with the reported problem.